Manufacturer narrative:
The patient indicated that sometimes the chair veers suddenly while she¿s driving, and other times the chair will be stationary and then, without touching the joystick, it will spin in circles. She indicated that it has been an ongoing issue. The reported issue could not be verified, and the underlying cause could not be determined. The power chair was not returned to invacare for evaluation. The provider of the power chair stated that he has not witnessed the problem himself, and he is not sure what is causing it. He indicated that he initially thought that it was an issue with the joystick gimble not returning to neutral, but he has replaced the compact joystick twice, and the issue persisted. He is not aware of another component on the chair that might be causing the alleged failure. The tdxsp-cg power chair was manufactured in august 2012; therefore, it has exceeded its expected life of 5 years. The patient is working with her provider to obtain a replacement power chair. Should additional information become available, a supplemental record will be filed.

Event description:
The patient alleged that the tdxsp-cg power chair moves by itself.